Manufacturer narrative:
The referenced electrosurgical generator unit was returned to the service center for evaluation/repairs for the reported values/setting are not in range and the unit is failing preventative maintenance. A review of the device history record was performed for the device and there were no issues with the manufacturing process that might explain the failure observed. A review of the generator's history indicated the generator was purchased on december 18, 2007 with no previous repair records. Some of the output powers are below standard specification. The voltage could not be adjusted and current check boost into 1k to the limit range due to faulty pkrf board. The output power was too low (only 281mv) due to faulty psu. The unit was running an old version (B)(4). A visual inspection was performed; the housing has multiple minor scratches can use as is. The base plate has a dent. The fault log show 400 ref 25, five times: biomed time credit expired. Biomed was notified that time credit was expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation. The generator was repaired and returned to the user facility.

Event description:
The service center was informed by the user facility that during maintenance, the g400 generator failed preventative maintenance as the generator's values/setting were not in range and the generator was failing the preventative maintenance. There was no patient involvement reported.